Manufacturer narrative:
B5: product returned for investigation: exterior physical visual inspection: passed; test transmitter voltage: failed. D9: yes. Returned to manufacturer. H3: yes. Evaluation summary attached.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. The transmitter voltage was tested and failed.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.